Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-43 -environmental testing conditions (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. Customer stated that the meter is reading the results of lo and 24mg/dl as control test results, however customer stated he did not perform any control tests as solution is expired and he discarded it. The customer's expected fasting blood glucose test result range is 80-124 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 04/20/2018 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history: result 1:24mg/dl date: (B)(6) 2017 time:09:09a fasting, result 2:121mg/dl date: (B)(6) 2017 time:03:27a fasting, result 3:119mg/dl date:(B)(6) 2017 time:08:08a fasting , result 4:136mg/dl date:(B)(6) 2017 time:08:10a fasting , result 5: lo date:(B)(6) 2017 time:09:10a, customer is only concerned with lo result with control symbol and customer states she did not use control solution because its expired.